Event description:
On (B)(6) 2018, a 29mm masters series valve was chosen for implant in the mitral position. When the physician was suturing the valve in place, a leaflet broke in two pieces. Another 29mm masters series valve was implanted. Although the procedure was extended by 30-45 minutes, no patient consequences were reported.

Manufacturer narrative:
The reported event of a fractured leaflet was confirmed. Two of the three pieces were returned to abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the leaflet fracture remains unknown. However, the damage was consistent with some external force applied to the valve which overstressed the carbon material. Please note, per the instructions for use artmt100122073 ver. A, "do not use instruments other than the valve holder handle to align and seat the valve, and exercise extreme care to avoid putting stress on the valve orifice or leaflets." "Before placing sutures in the valve sewing cuff, verify that the valve is mounted correctly on the valve holder/rotator," and "place sutures in the outer half of the valve sewing cuff".